Event description:
Received concerns from nurses of flush syringes popping off the carefusion mp-1000-c injection cap, in a variety of lots. We were able to duplicate issue. Manufacturer notified, product complaint completed, samples returned to manufacturer for evaluation. Decision made to pull all stock from shelves, and procure another injection site.